Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating. No reported adverse impact to the customer's blood glucose. Customer's battery gauge was working correctly at the time of the report.